Event description:
It was reported that the device was explanted due to an unsuccessful ring repair. Per the health care provider, there was still "significant residual mitral regurgitation following implant." The ring was replaced with a valve. The device is unavailable for evaluation, as it has already been discarded by the health care provider.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the brief post operative note was received. A device history record review is currently in process. Device not returned.